Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was in retry mode after full synchronization. The malfunction did not cause a delay and there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was in retry mode after full synchronization. The malfunction did not cause a delay and there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in retry mode. A technical support specialist (tss) stopped the data sync service on the station and executed a query on the server to delete all purge statistics records for the station, starting from the retry row as indicated in the error parameters. After completing the deletion, restarted the data sync service on the station and monitored the synchronization process for any further retries. Once the sync resumed, the system began chunking uploads at approximately 1000 change tracking values per upload. Tss gave the duration the station had been in retry. The sync process was monitored until the data sync debug log confirmed stable change tracking values, ensuring no further retries occurred. Retry mode was fixed. The system functioned as intended after the technical support specialist troubleshot the device.